Event description:
Reportedly, doctor could not get "strut-protecting mechanism" to look right, so ended up removing it. One of the struts got stuck in the septum and a suture looped around it. Doctor cut the whole thing out. The nurse didn't hand the device up to the doctor fully engaged.

Manufacturer narrative:
Device returned; eval pending.